Event description:
It was reported that the patient had the implant removed, three weeks after this report date, because it was "only partly working" and it was "causing massive pain" at the implant site. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported that the patient was last seen by physician on (B)(6) 2012. It was noted that the physician referred the patient to another doctor concerning "placement of peripheral lead". It was further noted the physician has not heard from patient since (B)(6) 2012.

Manufacturer narrative:
Product ID 3888-33, lot # v269701, implanted: (B)(6) 2009, product type lead; product ID 3888-33, lot # v269701, implanted: (B)(6) 2009, product type lead; product ID 3888-33, lot # v269701, implanted: (B)(6) 2009, product type lead; product ID 3888-33, lot # v269701, implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).